Event description:
It was reported that during a supply change the infusion set fell out of the insertion site when the user attempted to remove the needle guard, and customer care guided the user through a new site change and completed the supply change; this is consistent with a use-of-device problem associated with the infusion set and cartridge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, and the issue aligned with use-related handling of the infusion set and connector; the specific device component was not defined by an available code. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.